Event description:
It was reported that the patient presented with spondylolisthesis at l5-s1 with a pars defect. The patient also has approximately a 15 degree scoliosis with retrolisthesis of 3 on 4 and a cyst at the 4-5 level. The patient underwent a posterolateral fusion of l5-s1 performed using a leopard style cage and rhbmp-2/acs with pedicle screw instrumentation. Bone graft and rhbmp-2/acs was placed anteriorly followed by the interbody device. Reportedly, within days of the surgery, the patient started feeling numbness, paresthesia, and pain in the left leg and foot, weakness of the left leg muscle, and difficulty walking. Seventeen days post-op, a CT of the lumbar spine showed bone filler abutting the left s1 nerve root and the left l5 pedicle screw extends to contact the iliac vessels. Physician's notes 36 days post-op state "patient's CT scan shows that she seems to have bony outgrowths from the annulotomy site." The patient underwent a revision surgery 42 days post-op due to "bilateral foraminal stenosis secondary to overgrowth of bmp." The surgery consisted of hardware removal, bilateral foraminotomies of the l5 nerve root with root exploration of the s1 nerve root, and repositioning of the hardware. At 372 days post-op, a CT of the lumbar spine showed slightly less calcification (compared to prior films) likely due to fusion material in the left lateral recess near bot the s1 and l5 nerve roots. At 507 days post-op, a CT scan of lumbar spine showed the moderate to severe left neural foramen narrowing at l5-s1 appears stable. An asymmetric disk bulge at l3-4 is unchanged. Physician's notes state that the CT scan "shows a non-union at l5-s1 in addition to continued left-sided foraminal stenosis." Revision fusion and decompression were suggested. At 813 days post-op, a CT of the lumbar spine found "no significant spondylolisthesis or loosening. A small amount of bridging is present across the disc space within the graft most consistent with partial ankylosis. There does not appear to be true pseudoarthrosis. Partially calcified or ossified material in the surgical bed on the left extending from the disc margin at l5-s1 is likely related to the use of bmp. There is subarticular stenosis potentially involving the left l5 root. Clinically, the patient did not complain of left lower extremity radiculopathy so clinical significance is doubtful. Mild multilevel degenerative disc disease at other levels as outlines above. No evidence of arachnoiditis." At 834 days post-op, the patient had bilateral l3-4 facet injections and left l5 selective nerve root block performed. Physician's notes indicate that the patient reports pain in the low back and going down the left leg since. Pain goes down the posterior thigh and bottom of foot. It is described as a numbness type pain. It has tingling all over as well. The patient states that she is unable to feel hot and cold floors. The pain is worse with coughing and prolonged standing, and with lumbar extension. The pain is somewhat relieved with lumbar flexion. Reportedly, the patient continues to experience numbness and paresthesia on the outer side and bottom of the left foot, pain in the left foot, discomfort and awkwardness when walking, weakness in the left leg and foot, cramping on the back of the thigh, and sharp pain in the lower back. Reportedly, the patient suffers from sleep disruption due to muscle spasms and cramping in the left foot and outer lower left leg. The patient went on short-term disability following the surgeries.

Manufacturer narrative:
(B)(4). A review of radiographic images found that a CT dated (B)(6) 2009 shows a tlif l5/s1 with left sided approach. Left l5 screw extends 5-6mm beyond vertebral body. Spacer is centralized. Bone graft is noted about and behind the cage with a small amount in the canal along the path of spacer placement. This is only 17 days post-op and therefore is not heterotopic bone. A CT of the lumbar spine dated (B)(6) 2010 shows that bone around the cage is not completely consolidated. Bone in left paracentral canal is all ventral to the back of the s1 body and therefore not in the canal. Screws show no evidence of toggle or loosening. A CT of the lumbar spine dated (B)(6)-2011 shows likely fusion without signs of loosening of screws. Bone on left has consolidated but remains ventral to back of s1 and creates no s1 root compression. Bone may extend up behind l5 on left slightly. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.